Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic right inguinal hernia procedure and absorbable straps were used. The tacks would not secure themselves in to the patient's tissue. The procedure was completed with a like device. There were no patient consequences reported. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 08/29/2016. No visual damages were noted. No damages were found on internal instrument components. Based on device performance, it can be concluded that the device worked as intended.